Manufacturer narrative:
There were no allegations of malfunction or defect made against the subject wheelchair. The injuries reported were due to the auto incident only. (B)(6), the dealer, requested a quote for repair parts versus a quote for the entire chair for insurance purposes. Sunrise medical's technical support department advised (B)(6) that while a quote for the parts will be provided, an order for the parts will not be processed since the damage to the chair was too extensive and cannot be repaired. Joseph is aware the chair is beyond repair and understood. This MDR filing is to report the incident and the injuries sustained by the end user only. Again, the injuries sustained were due to the accident and not due to a malfunction or deficiency in the subject wheelchair. No further investigation will be performed by sunrise medical at this time.

Event description:
Per dealer, (B)(6), on (B)(6) 2019 the end user was out getting her mail when a car hit her while she was in her wheel chair. (B)(6) stated the chair is a total loss and the only surviving parts on this chair are a caster and the joystick. Everything else is damaged. The dealer states the end user suffered two fractured hips, 7 pins put in her left shoulder and will require continuous treatments.